Manufacturer narrative:
Additional information: b2, b3, b5, b6, b7, h6 and h10. B5: upon follow up it was reported during follow up that the cause of the peritonitis event was a breach in aseptic technique. The breach in aseptic technique was further described as the patient made a mistake. It was reported the patient was hospitalized for the event. On an unknown date, antibiotic treatments were discontinued and the patient was discharged from the hospital. The patient was recovered from the peritonitis event and was retrained on proper aseptic technique. Pd therapy was discontinued, the pd catheter was removed and the patient was switched to hemodialysis two times a week. H10: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with vancomycin injection (1 gm once in four days, route and duration were not reported) and amikacin injection (125mg, daily, route and duration were not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.